Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-apr-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue in refrigerator access. The field service engineer (fse) replaced latch, solenoid wire and controller to resolve the issue. The system functioned as intended after the field.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not allow medications to be pulled from the fridge, displayed a remote failure message. Customer attempted to recover and reboot it, the system indicated that maintenance was required. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.